Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports 2032227-2015-15782 and 2032227-2015-15779 regarding this event.

Event description:
The customer called and reported experiencing low blood glucose of 33 mg/dl. She stated that when she checked later, blood glucose was at 77 mg/dl, and it was normal for her to have low blood glucose in the morning upon waking up. Customer treated with food.